Manufacturer narrative:
The ge healthcare service representative replaced the bag/vent switch and the unit was returned to service.

Event description:
The ge healthcare service representative reported a failure of the bag/vent switch to operate as expected, discovered during planned maintenance. There is no report of patient involvement.